Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 122," "pacer fault 123," and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.